Event description:
The customer's initial report of the fiber overheating and the irrigation port being clogged with blood, is not a reportable event. The manufacturer is filing this report based on the failure analysis of the returned device.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. Joules on the fiber card could not be verified as the fiber card was not returned. Failure analysis disclosed that the caps were detached and that the fiber was broken proximal to the fiber/cap fusion zone. The detached caps were not returned with the fiber, and it is unknown where the caps detached. However, there was no indication or report of any part of the device detaching while inside the pt. The fiber condition may activate the fiberlife safety feature, which would modulate the power and show a pulsing beam or place the system into standby mode. The fiber condition would also result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.